Event description:
The system was removed due to infection. The patient symptoms included redness, fever, and drainage. According to the physician's office, the patient was "doing ok after device removal, she had a pocket infection and it had nothing to do with the device". The patient was having pain, because her pain was not as well controlled without the pump. They planned to reimplant her after her infection cleared up. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.